Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. A non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to the patient's calcified anatomy. The valve was then implanted at a depth of 2 millimeter's (mm) from the non-coronary cusp (ncc) and 2 mm from the left coronary cusp (lcc). However, after full release from the delivery catheter system (dcs), the valve dislodged into the ascending aorta in that it was positioned -5 mm from the ncc and -5 mm from the lcc. Due to the dislodgement, an ascending aortic dissection occurred. Subsequently, the procedure was transitioned to an open heart surgery. During the surgery, the transcatheter aortic valve was explanted and a surgical aortic valve was placed. Per the physician, the depth of implant and patient anatomy contributed to the valve dislodge. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. A non-medtronic guidewire was used during the procedure. Additional information was received that per the physician, the dcs did not contribute to the dissection.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to the patient's calcified anatomy. The valve was then implanted at a depth of 2 millimeter's (mm) from the non-coronary cusp (ncc) and 2 mm from the left coronary cusp (lcc). However, after full release from the delivery catheter system (dcs), the valve dislodged into the ascending aorta in that it was positioned -5 mm from the ncc and -5 mm from the lcc. Due to the dislodgement, an ascending aortic dissection occurred. Subsequently, the procedure was transitioned to an open heart surgery. During the surgery, the transcatheter aortic valve was explanted and a surgical aortic valve was placed. Per the physician, the depth of implant and patient anatomy contributed to the valve dislodge.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.